Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012; product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient product ID 3708140 lot# serial# unknown implanted: (B)(6) 2011 explanted: product typ extension. (B)(4).

Event description:
It was reported that the patient had inadequate pain coverage. The lead had migrated. The lead was replaced on (B)(6) 2012. It was noted that the event was related to the device/therapy and possibly related to the implant procedure. The severity was noted to be mild. The event resolved without sequelae on (B)(6) 2012.